Event description:
It was reported that the patient experienced inadequate stimulation wherein the stimulation was not covering the pain in the abdominal area. The patient underwent a revision procedure where an additional lead was implanted. The patient was doing well and receiving good pain relief post operatively.